Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an evercross balloon to treat a fibrous lesion with 90% stenosis at an av fistula. A 7fr sheath and a 0.035 guidewire was used in the procedure. There was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped as per IFU. The device did not pass through a previously deployed stent and no resistance was encountered. It was reported that following inflation using a boston inflation device, the physician had difficulty removing the balloon from the patient. The balloon separated from the shaft within the sheath and the balloon and sheath were removed together. No patient injury was reported.